Event description:
The facility contacted baxter (B)(4) technical services to report a power injectable microbore non-dehp catheter extension set with neutral lad that would not allow a 60cc syringe to infuse through the one-link. 'They started an IV on the educator and tried the same and it would not infuse - they tried removing the stopcock and using the IV line and the fluid would not infuse. Once they removed the one-link connector, they were able to push the fluid without any difficulty.' The facility also added that they did not have any difficulties using the 10cc or 20cc syringes. The malfunction was reported to have occurred before use. There was no patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is not available for evaluation, therefore the reported condition could not be confirmed or duplicated and an assignable cause could not be determined. Should additional information become available a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not received for evaluation. The customer reported condition was not confirmed; a root cause could not be identified. A batch review cannot be performed since there was no lot number provided.